Event description:
Literature: nazzaro, j. M., lyons, k. E., pahwa, r., ridings, l. W. The importance of testing deep brain stimulation lead impedances before lead implantation. Surgical neurology international 2011. 2: 131. Doi: 10.4103/2152-7806.85473. Summary: the authors report on the staged deep brain stimulation (dbs) implant procedure for a (B)(6) man with advanced idiopathic parkinson's disease. The method and results of intra-operative impedance testing of the leads using a clinician programmer and external neurostimulator as well as manufacturer analysis of a malfunctioning lead are discussed. Reported event: intra-operative impedance testing at 0.7v revealed readings consistent with a short circuit (<(><<)>(><(><<)><(><<)>)>50 ohms) involving the number 1 and number 3 lead electrode bipolar combination. The impedance testing was repeated at 1.5v and again readings consistent with a short circuit involving bipolar stimulation of the lead electrode 1 and 3 combinations were encountered. Repeat testing at 3.0v gave the same results. The lead was removed and the guide tube with guide stylet in place was advanced the distance that it had earlier been retracted following which a new lead was placed. Impedance testing of the new lead at 0.7v, 1.5v, and 3.0v demonstrated all impedances of the new lead to be within normal limits. Test stimulation using electrodes 0 and 3 of the new dbs lead again demonstrated beneficial effects within clinical desirable stimulation range and without side effects upon testing to 6v; the lead was secured.

Manufacturer narrative:
It was not possible to match this event or device analysis with previously reported events or analysis findings. The date of device return was estimated based on the publication date of the article. Manufacturer analysis revealed a low impedance measurement for electrode pair 1, 3 (<(><<)> 50 ohms) indicating a short circuit. Visual analysis noted that the distal end of the lead was stretched and the outer insulation of the lead was broken between the electrode sleeves. Analysis confirmed an electrical short circuit at the proximal end of the lead, near the #1 connector sleeve.